Event description:
Philips received a complaint by the customer on the v60 indicating that an electrical safety test failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It discovered that an electrical safety test failure occurred. The unit was sent to bench repair where the bench service engineer (bse) discovered the issue. The bse replaced the power cord to resolve the reported issue. The bse replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. If /when components are received, an evaluation will be conducted and an additional report will be submitted.

Manufacturer narrative:
E: (B)(6).